Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump's basal rates were cleared for an unexplained reason. During the contact with animas, the reporter indicated that on (B)(6) 2012, the patient had symptoms of nausea, vomiting, lack of appetite, and tiredness. The patient's blood glucose (bg) level was reportedly in the "300's" mg/dl. The patient was taken to an emergency room (ER) and later transferred to a hospital where she stayed until (B)(6) 2012. The reporter denied that the patient was diagnosed with dka. However, the reporter did not indicate what the patient's official diagnosis was. She also did not know if the patient was treated was IV insulin or syringes. The reporter mentioned, however, that the patient's bg's decreased and returned to target while in the ER. The pump was reportedly not removed from the patient. After being discharged, the reporter claimed that the patient's bg's rose back into the "300-400 mg/dl" and was vomiting again. The patient was taken to a hospital and admitted for dka. The patient was treated with IV insulin and released on (B)(6) 2012. The reporter claimed that both hospitalizations were associated to inset issues. In both events, the reporter admitted that the cannulas were laying on top of the skin and were barely in the patient. The reporter could not recall the patient's insertion technique. After the second hospitalization, the reporter claimed that the doctor switched the patient to a different inset and the subject insets were replaced. On (B)(6) 2012, the reporter also recalled calling the doctor because, the "basal" rates allegedly cleared on the pump. At this time, it is unclear if the alleged basal rate issue contributed to the patient's hospitalizations or if use-error led to the cleared basal rate(s). The reporter denied that the pump was exposed to an x-ray or MRI or CT scan. No associated alarms were observed in the pump's alarm history. Due to the hospitalizations, the reporter indicated that the patient's doctor decreased the pump's basal rate and the I:c ratio was increased. Since changing the settings and the insets, the reporter claimed that the patient had any further issues with consistent elevated bg levels. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump's basal rate had cleared for an unexplained reason and the patient was hospitalized for hyperglycemia. However, at this time it is unknown if the alleged basal rate issue contributed to the patient's injuries.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 09/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2012 with the following findings: the pump history was reviewed and no activity related to the complaint was found in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was exercised for an additional 24 hours and confirmed that total daily dose correctly reflected the programmed rates and the pump basal rates did not change during testing.